Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and use error.

Event description:
Patient reported left side capsular contracture, baker grade iii, "had the capsules removed and same implants put back in", and "they just want the implants removed as they are making them sick". Patient also reported "high blood pressure", "dizziness", and "many symptoms"; these are not device related. Device remains implanted.